Manufacturer narrative:
Pump received with no button response at esc and act button due to unlocked j2 connector on lcd board. Pump received with cracked battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, there was damage to the pump case, crack across the battery compartment. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.